Event description:
An altered mental status secondary to accidental pocket fill was reported. The pocket fill was of about 1.2ml. It was stated that the patient was in an altered mental status and unresponsive while at a eating joint and was then taken to the hospital. The event lead to in-patient hospitalization and necessitated medical intervention. Narcan 1 mg ivp was administered on 2011 (B)(6). A CT scan with contrast done on 2011 (B)(6) showed that there was no acute intracranial hemorrhage. Event outcome was noted as ongoing. Drugs delivered via the device were fentanyl 6,000.0 mcg/ml and prialt 1.9 mcg/ml. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that a 15% decrease in daily dosage of it medication through infusion pump. New daily doses were compounded fentanyl 1,101.1 mcg/d and compounded prialt 0.3487 mcg/d. Patient outcome was noted as resolved without squeal as of 2012-01-19.

Manufacturer narrative:
Catheter model: 8711, (B)(4), implanted: 2006 (B)(6), explanted: unk; catheter kit model: 8598, (B)(4), implanted: 2007 (b)(5), explanted: unk; catheter pouch model: 8590-1, lot #: n058327, implanted: 2006 (B)(6), explanted: unk.